Event description:
The customer reported that "patient had maxplus valve put on gripper needle/port in chemo day unit at (B)(6) hospital. He had chemotherapy given over a 3 hour period and went home with 5fu pump attached. The maxplus had been securely attached by an rn at the day unit prior to the patient going home. Sometime later the maxplus valve came off the gripper needle line but still attached to the fu pump." The disconnection caused a leak of chemotherapy and blood. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results, should the device be received for evaluation.